Manufacturer narrative:
This device used for treatment and not diagnosis. The relevant dimensions of the screw and the plate were checked and found to be in compliance with the technical drawings and ao/asif specification. The examination of the raw-material testing certificates and the manufacturing papers showed no deviations regarding, manufacturing process, material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard iso 5832-1/d (1.4441). No product fault could be detected. Our investigations have shown that the positioning groove of the screw has been widened up due to inadequate handling. The groove is expanded and damaged and therefore the plate does not pass the slotted end of the dhs/dcs screw. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Manufacturing documents were reviewed and no complaint related issues were found.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a procedure on an unknown date, it was noted that it was impossible to put the plate on the screw. The slotted end of the screw is deformed. It was reported that the delay of surgery was 20 percent, and the incident did not require further treatment. This is report 1 of 1 for complaint (B)(4).